Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an allergic skin reaction to the sensor adhesive that occurred on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Patient described the reaction as blister-like, red, raw and containing puss/liquid. Reaction was located under the sensor patch. Patient visited their doctor on (B)(6) 2015, concerning the reaction, and was advised to apply hydrocortisone cream to the site before applying sensors. Patient treated the affected area with aloe vera and neosporin. No additional event or patient information was provided.